Event description:
It was reported that during a thoracoscopy, the first thoracoscopy pan the physician opened was missing the 10 mm metal obturator for the metal trocar. A second pan was opened. Upon using the 10 mm trocar, when the physician went to move the obturator, only the plastic top of the obturator came out. The metal end of the obturator fell through the trocar into the patient¿s chest. It took the physician 45-60 minutes to find and remove the foreign metal object. Additional information has been requested but not received.